Manufacturer narrative:
The sensor interface board was replaced to fix the reported failure. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the error message of manifold pressure sensor failure. The unit didn't enable to ventilate mechanically. There was no reported patient involvement.